Manufacturer narrative:
No data regarding product identity was rec'd i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The sample was not returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Hashimoto t, hara t, motoyama y, narita m, hara t, mine n, hara t. Diachronic observation of implanted express location on the anterior chamber angle area. Add'l info has been requested. (B)(4).

Event description:
In a literature article, the authors reported the evaluation results of the position of the glaucoma filtration device (gfd) fourteen days following implantation using gonioscope or slit lamp examination. There were thirty eyes evaluated. In twelve eyes the authors reported the position of the gfd as touching the iris, eleven eyes the gfd was oppressed and in four eyes the gfd position was classified as surface imprint. The authors reported twenty-eight eyes had complications and confirmed that the gfd was touching the iris on several cases. Eleven eyes were observed to have a shallow anterior chamber and six of those eyes will need treatment. Choroidal detachments were found in thirteen eyes and six of those eyes will need treatment. Aqueous humor leakage was observe in two eyes in which both eyes will need treatment and a hyphema was observed in two eyes. Add'l info has been requested. This medical device report includes all adverse events reported in this literature report.